Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the field staff was conducting a c1 inspection. When he closed the breathing circuit on a trial basis, he turned off the power to c1 because tf446029, 432003 and 485001 appeared on the screen and the alarm kept going off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the field staff was conducting a c1 inspection. When he closed the breathing circuit on a trial basis, he turned off the power to c1 because tf446029, 432003 and 485001 appeared on the screen and the alarm kept going off. No patient involvement.